Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. The guidezilla was inserted into the patient once for under one minute and placed back into the protective hoop. Upon removal of the device from the protective hoop, the shaft separated near the port connection and the distal shaft. It was noted that excessive force was not applied when pulling it out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a partial guidezilla guide extension catheter. The distal shaft of the device was not returned for analysis. Microscopic and tactile examination could not be done as the distal shaft was not returned for analysis. Microscopic examination revealed a complete separation at the device collar. Microscopic and tactile examination could not be done as the ptfe shaft portion of the device was not returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).